Manufacturer narrative:
The reported event of communication anomaly was confirmed. The reported field event of inappropriate therapy could not be confirmed due to device¿s communication anomaly and data unavailability. The communication anomaly was due to a depleted battery. Battery depletion was caused by excess current drain in the hybrid. X-ray inspection of the hybrid revealed the hybrid was damaged. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient presented in clinic for follow up. When the implantable cardioverter defibrillator (ICD) was initially interrogated, patient experienced a shocking sensation and the ICD was then unable to be interrogated. Physician elected to explant and replace the ICD. The patient condition was stable.